Event description:
During the surgery the phacoemulsification handpiece was introduced into the eye and the nucleus was removed without difficulty via the phaco-chop technique using the lieberman microfinger (instrument in question) as the second instrument. When introducing the instrument into the eye the tip broke off. The tip was retrieved by the surgeon and witnessed by the surgical tech, circulating nurse and or charge nurse. No damage or trauma noted to left eye. Patient was discharged home from recovery in stable condition. Instrument in question was disposed of appropriately. Pictures uploaded show what the tip of the instrument looks like. The instrumentation in question has been in circulation for a while, estimated time unknown. Normal use for surgery and there was nothing visually seen by the tech or surgeon to know if there was a defect with the instrumentation. Eye instrumentation is more fragile and delicate to manipulate. FDA safety report ID # (B)(4).